Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated that her buttons stick and she has to press more than twice to give herself a bolus. The customer's blood glucose levels are unknown. The product is not being returned. Nothing further was reported.